Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that they experienced pain and a burning sensation at the site of sensor insertion. Patient went to the doctor on (B)(6) 2016 regarding the reaction, had the sensor was removed, and everything was fine. At the time of contact, patient was in good condition. No additional event or patient information was provided.